Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 010000913, g7, hi-wall, e1, liner, 28mm, a, lot#: 6167725. Catalog#: 010000659, g7, pps, ltd, acet, shell, 44a, lot#: 6129679. Catalog#: 010000874, g7, 10, deg, e1, liner, 28mm, a, lot#: 6569774. Catalog#: 110003625, biolox, delta, cer, lnr, 28mm, b, lot#: 6022564. Catalog#: 650-0830, delta, cer, fm, hd, 028/-3.5, 12/14, lot#: 2019020164. Catalog#: 010000660, g7, pps, ltd, acet, shell, 46b, lot#: 6360904. Catalog#: 650-0951, micro, tprlc, std, pc, 6mm, (12/14), lot#: 6594650: report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04418, 0001825034-2019-04419, 0001825034-2019-04420.

Event description:
It was reported that the liner would not lock in the acetabular shell. Surgeon used another, larger shell and liner to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). The event was confirmed with product received. Visual inspection found small scratches and scuffs in 1 location on the outer radius. The remainder of the outer radius and barb are free from damage. The scallops of the liner are also undamaged. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.